Event description:
It was reported that there were multiple cracks in the upper and lower case. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower case halves were broken. It was also noted that one bail cover was broken, one printed circuit board (pcb) was creased, the battery drawer was contaminated and broken, the battery contacts were compressed and the keyboard window was scratched.